Event description:
It was reported by the clinician that there was resistance when trying to advance the catheter over the spring wire guide (swg). As a result, both the catheter and swg were removed together. After removal, the swg was found kinked and unraveled.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.